Manufacturer narrative:
Follow-up # 1: (B)(6) 2013. Device history record review was conducted on (B)(4) 2012, with the following findings. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the reported issue, the battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned to animas. During investigation, the keypad buttons were found to be intermittently responding. This report is made based on the results of investigation.